Event description:
It is reported that the device was implanted in 2007. Revision surgery occurred in 2008, due to delamination.

Manufacturer narrative:
This report will be amended when our investigation is completed.